Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the tower door had not been detected on the bus. The field service engineer (fse) noted this as the most common failure with a med cart tower off bus, but upon arrival, it was working fine. Second-hand information suggested that someone might have tightened the cable. The failure did not occur during a dispensing workflow. The unit tested good in hardware test application, and inspection revealed no issues. The system functioned as intended after the field service engineer repaired the device.